Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracolumbar spine surgery. During surgery, the set screw slipped. It was explanted since it could not be tightened and then replaced with a new one. No patient complications were reported as a result of the event.